Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 672625 implantable adaptor - (B)(6) 2006; 6931 implantable tachy lead - (B)(6) 2006; 6996sq implantable tachy lead - (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead exhibited both over- and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.